Manufacturer narrative:
(B)(6) 2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Had to fish (tampons) out to get them out- vagina [foreign body in reproductive tract]. (Tampon) cord...comes off with a great deal of cotton [device breakage]. (Tampon) cord is not twisted; it is just a bunch of strings hanging [device physical property issue] . Case description: consumer called stating the tampon cords were just a bunch of hanging strings instead of being twisted, and would come off with a great deal of cotton. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to fish (tampons) out to get them out- vagina [foreign body in reproductive tract] (tampon) cord...comes off with a great deal of cotton [device breakage] (tampon) cord is not twisted; it is just a bunch of strings hanging [device physical property issue] case description: consumer called stating the tampon cords were just a bunch of hanging strings instead of being twisted, and would come off with a great deal of cotton. No serious injury was reported.